Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. The serial number of the charger was not provided. (B)(6). Device manufacturing date not available due to the charger not being returned yet.

Event description:
Consumer called stating that the charger for the sonicare toothbrush caught fire. No medical attention was sought.

Manufacturer narrative:
The root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.